Event description:
It was reported that the device suddenly posted a "continuous alarm" and stopped working; restarting the device was reportedly not able to remove the error condition. As per report, the patient was transferred to another ventilator, and the event did not lead to health consequences, finally.

Manufacturer narrative:
The user facility report was the only source of information; the hospital did not involve the local dräger s&s organization into device evaluation and potential repair measures and did not provide additional information upon request. A case-specific evaluation is thus not possible. The following can be concluded in general: the description of the user that the alarm the device posted during the course of event was a continuous tone is a strong indication that the device had a complete loss of electrical power during the course of event. In such case the device will post a continuous beeping sound via the buzzer of the power supply for at least two minutes, the buzzer is powered by an independent power source (goldcap capacitor). A malfunction of the device-internal power supply is plausible but cannot be the only contributing factor since the device is equipped with an internal battery to cover mains power losses for a certain period of time. The device may have continued operation on battery until the latter was depleted or an immediate shut-down has occurred if the device was put into operation with a depleted or worn battery. It can also not be excluded that lack of maintenance was the only factor leading to the event - if the inlet filter at the housing opening through which the device takes in ambient air for cooling was clogged with dust this may have led to internal overheating. The device is designed to shut-off the power supply temporarily to allow it to cool down - the device will then run on internal battery for that period. However, with a worn or depleted internal battery is no alternative power source available then and the device will shut down. It is further concluded that an additional use error was contributing to the event - the user has either ignored the battery depletion warnings in case the device continued operation on battery for a while or has failed to check the availability of the internal battery prior to putting the device into use; a related step is described in the IFU as an essential part of each pre-use check. The device was in operation for almost ten years now and, the status of preventive maintenance (especially the age of the internal battery) is not known to dräger. Thus, the exact conditions that led to the reported event cannot be determined.